Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump piston was not working properly and self test was failed. Customer's blood glucose level was 12 mmol/l, 5 mmol/l, 8 mmol/l. Customer stated the screen went grey and froze. Customer stated piston not working properly hence contributing to air bubbles and causing hyperglycemia. Customer stated air bubbles in reservoir and tubing. Customer stated there were large air bubble all through tubing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected clicking noise noted. The motor was tested outside of the device and passed. No unexpected grey or frozen display during the self test. Insulin pump tested with liquid filled reservoir and no air bubbles anomaly noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected power loss alarm noted during testing or in the pump trace download. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window. (B)(4).